Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.

Event description:
New information received notes when the patient presented to clinic due to issues with bluetooth connection, it was noted the implantable cardioverter defibrillator (ICD) had post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. No further issues were noted.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.